Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4020c-08 8 x 20 mm fastthread biocomposite interference screw broke. It was reported that at the time of drilling the femoral tunnel, the surgeon breached the posterior cortex, requiring a change in technique to screw to screw fixation and when placing the screw in the subsequent step, the screw broke, creating high tension. Additional screws were opened to reinforce the fixation, and the graft had to be redone twice to maintain stability. This was discovered during an acl knee procedure with no patient harm. No fragments were left in the patient, there was no delay in the procedure, and no additional anesthesia was required. The patient's bone quality and graft quality was reported to be poor. Additional information was provided 02-jun-2026: the low-profile drill bit was used according to the technique; however, the issue was not related to the technique, but rather to the bone quality, which led to the fracture of the posterior cortex. As an initial option, the plan was to perform the technique using a drill pin, but since the cortex fractured, they switched to a screw-to-screw approach. As a result, they had to remove the button and redo the graft.